Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead, implanted with another manufacturer's device, presented to the clinic with chest pain. It was determined that there was intermittent rv non-capture in bipolar, however there was no pacing inhibition or syncope noted. The rv was programmed to unipolar, which appeared to address the intermittent rv non-capture. This rv lead remains in service. No additional adverse patient effects were reported.